Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported ischemic stroke and subsequent patient expiration could not be determined through this evaluation. The heartmate ii lvas IFU lists peripheral thromboembolic event, stroke, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 8 months 2 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Patient was implanted with lvad (B)(6) 2018. It was reported that the patient had an ischemic stroke on (B)(6) 2019 and was transferred to (B)(6) hospital. Thrombolytic therapy was attempted but was unsuccessful due to it being too distal. The patient expired on (B)(6) 2019. Device worked as intended and will not be returned for evaluation.